Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update (B)(4). Reason for original complaint: litigation papers allege: on or about (B)(6) 2007, patient was implanted with a depuy pinnacle hip on her right side. After the surgery, patient began experiencing severe pain, discomfort, and inflammation in her right thigh, buttocks, and groin. There is no mention of revision. Update 12/17/15- pfs and medical records received. Pfs and medical records were reviewed for MDR reportability. Pfs reported pain, limited mobility, limited range of motion, difficulty walking long distances, difficulty with stairs and stiffness. The medical records reported complaint of pain but no revision surgery is documented. Lab results for chromium and cobalt were less than 7 parts per billion and will not be reported. Part/lot updated for liner and femoral head added to complaint. The complaint was updated on: jan 6, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, ppf alleges elevated metal ions, however it was stated in the previous labs that metal ions were below 7. Added state, associated contact and law firm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).